Manufacturer narrative:
.

Event description:
It was reported on clinic notes dated (B)(6) 2011 and received on (B)(4) 2012 that a vns patient has experienced more frequent seizures. The patient's seizures are described as complex partial but can sometimes be generalized. The patient has only had one seizure in the past three months with several auras. The patient will have one seizure per month when missing her aeds schedule. The device settings were changed from 2.25/20/250/7/0.3 to 2.25/20/250/7/0.5. The ifi indicator came on however the patient has had no seizures since (B)(6) 2011. From the notes, it is unclear when the increase in seizures occurred however it appears it was prior to (B)(6) 2011 as there have been no seizures since then. Good faith attempts to obtain additional information have been unsuccessful as the physician left the practice and the site did not have any additional information to provide.